Event description:
As reported to medtronic ers; staff attempted to use the monitor to view the pt's rhythm, for a non-critical situation. ECG electrodes and defibrillation electrodes were attached to the pt. The device indicated connect electrodes and use of the device was inhibited. The staff replaced the defibrillation electrodes in an attempt to make a better connection to the pt and to acquire a rhythm on the screen; the reporter stated the pt was hairy. The device continued to indicate connect electrodes. There were no adverse affects to the pt as a result of device operation. The device was removed from service pending evaluation by medtronic ers.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The electrodes used during the reported event were discarded and unavailable for evaluation. Root cause for the reported event was not determined. The device was returned to the customer.